Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.the event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.further information regarding event, product, or patient details has been requested. No additional information is available at this time.a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.the event of infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient experienced "active flu (not device related) process manifesting inflammation without pain in the forehead (late onset nodule)" a year and two months post injection in the f1, f2, f3 with juvéderm® volbella¿ with lidocaine. Treatment included ciprofloxacin , zamene. Symptoms ongoing/unresolved. This is the same event and the same patient reported under emdr-16815. This emdr is being submitted for the serious unexpected adverse drug experience.